Event description:
It was reported that the unipolar impedance was higher than the bipolar impedance on the right ventricular (rv) lead. During the revision procedure, loss of capture was noted when connected to the device. The lead was removed and retested with good results, but three attempts were made into the device header which resulted in impedance measurements of no capture, intermittent capture, and loss of capture. At one time, undefined impedance was measured. The physician felt the lead had been compromised during the procedure. The rv lead was capped and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.